Manufacturer narrative:
Device evaluation: the service technician was unable to verify the reported "blower error" problem. Patient circuit fault and blower demand exceeded alarms were found in the event trace. The unit passed extended testing with the customer's settings. It also passed the initial final test and the initial alarm volume test. Possible root cause is a leak in the customer's set-u.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator was giving a blower error. The issue occurred during patient-use and manual ventilation was given via bag valve mask. The customer confirmed that there was no patient harm associated with the reported event.